Event description:
Per the clinic, the patient underwent a skin flap revision surgery on (B)(6) 2021. The implanted device remains.

Event description:
Per the clinic, the patient experienced poor magnet retention and was treated with injectable steroids. The implanted device remains.